Manufacturer narrative:
Hill-rom technical support suggested replacing the external buzzer. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the external alarm to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm was not sounding at the bed. The bed was located in the med surg department at the facility. There was no patient/injury reported.